Event description:
It was reported the pt was receiving a tingling sensation in her right arm. The pt was reprogrammed, with multiple options to try and address the issue. F/u determined the pt's issue had not resolved. The pt was working closely with her physician for the next course of action.

Manufacturer narrative:
(B)(4) has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.